Event description:
It was reported that a patient was feeling some occasional discomfort at the pocket site. A surgery was taking place to revise the lead. Intra-operatively, the lead was tested and it was determined that it was still in its proper placement with the appropriate nerve and there was no issue with the lead. The lead was left in place. It was suspected that there was a soft tissue or surgical pocket issue. The clinician programmer showed a longevity calculation from the beginning of life rather than the current date. The physician decided to replace the implantable neurostimulator (ins). A manufacturer representative met with the patient post-operatively and she was doing fine. She was feeling stimulation comfortably in the appropriate places.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 3889-28, lot# va0alxv, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).